Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the second follow-up after implantation of the implantable neurostimulator, the patient's family reported a nodule on the pocket area and redness on the retroauricular area. A healthcare professional diagnosed granulomas in both the pocket and retroauricular areas. The patient was hospitalized, and surgical washing (irrigation and debridement) of the pocket area was performed. No actions were performed in the retroauricular area. Antibiotic administration was initiated. The issue was not resolved at the time of this report.

Event description:
Additional information stated that the cause of the granuloma is unknown. The patient was discharged from the hospital and will continue to take antibiotics.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.